Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the section of the iabc bladder membrane; the sheath sidearm was noted cut. Buckling was noted to the teflon sheath extrusion. The one-way valve was connected and tethered to the short driveline tubing. The supplied short arterial pressure tubing was noted connected to the iabc luer end. The visible section of the bladder was fully unwrapped. Multiple bends were noted to the iabc central lumen at approximately 5.2cm, 27cm and 33.5cm from the iabc distal tip. Dried blood/purple media was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once un-wrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0066in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Blood was noted within the one-way valve. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with some force. Upon removal of the sheath, the iabc bladder appeared typical with no visual damage or abnormalities noted. The iabc was leak in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 22cm to 22.7cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approximately 22.5cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.2cm, 26.9cm, 33.5cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "ruptured balloon" is confirmed. During investigation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The dam-aged bladder allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported via australian medical device incident report investigation scheme "patient had iabp insitu for cardiogenic shock wh ilst waiting for urgent cardiac surgery. The iabp machine alarmed high pressures, company rep called, identified as a ruptured balloon so machine stopped. On withdrawal the balloon became stuck". Unfortunately, no additional information based on the details surrou nding this event are available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via australian medical device incident report investigation scheme "patient had iabp insitu for cardiogenic shock whilst waiting for urgent cardiac surgery. The iabp machine alarmed high pressures, company rep called, identified as a ruptured balloon so machine stopped. On withdrawal the balloon became stuck". Unfortunately, no additional information based on the details surrounding this event are available.